Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Additional concomitant medical products: 00840009000, humeral screw kit 2 humeral screws, lot 63033989; 00840001511, ulnar component plasma sprayed size 5 115 mm length left for cemented use only, lot 62867398; 00840009500, articulation kit size 5/6 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product do not resterilize, lot 63364036.

Event description:
It was reported that approximately 6 months post implantation of the total elbow arthroplasty, the patient was noted to have multiple zones of radiolucency surrounding the humeral component found on an x-ray. No shift or loosening of implant component noted. No medical intervention has yet occurred. The patient is being monitored. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. X-rays demonstrated varying degrees of lucency along the l elbow humeral component. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.